Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported difficulty deploying the clip appears to be due to procedural circumstance and the single leaflet device attachment (slda) was likely a cascading effect of clip deployment issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the movement during deployment and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4+ mixed mitral regurgitation (mr). One clip was implanted at the anterior 2/posterior 2 (a2/p2) leaflet segment. No issue was noted, and mr was reduced to grade 3+. Residual mr was noted lateral to the implanted clip and a 2nd clip advanced. The clip grasped the leaflets without issue. Leaflet assessment was performed, and all looked good. Deployment was initiated; however, when the actuator knob was pulled, the mitral valve was perceived to move forward, possibly due to tension on the system and the clip detached from the anterior leaflet (slda). No tissue or chordal damage was noted. Mr remained unchanged at grade 3+; therefore, no additional intervention was performed. Post procedure, the patient was doing well. No additional information was provided.